Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify missing segments, partial display and perform the self test, sleep current measurement, active current measurement and displacement test due to a constant blank flashing white light on the display and constantly beeping.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that her son¿s insulin pump was beeping and screen was flashing on and off. The blood glucose level was 100 mg/dl. The customer reported that he insulin pump started beeping and the screen flashing after being bumped. There was no report of pump screen flashing when the screen was turned on after being in sleep mode. The troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced. The insulin pump being returned for analysis.